Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015) is considered to be the best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventrio st (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) and an unspecified bard/davol ventrio st (device #2). As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1) and ventrio st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with 2 recurrent ventral hernias thereby underwent open repair with implant of ventralex st mesh (device 1) and ventrio st (device 2). Per op notes, ¿extensive adhesions were taken down. Some old mesh was noted with tacks in upper midline were removed. The first hernia was noted with omentum in upper midline and reduced. A ventrio st (device 2) was placed in the defect and sutured. The second hernia below the umbilicus was noted and reduced. A ventralex st (device 1) was placed and sutured.¿ on (B)(6) 2017 - patient was diagnosed with partial small bowel obstruction and pain thereby underwent open repair with excision of ventralex st (device 1) and ventrio st (device 2). Per op notes, ¿incision was opened in the midline. The mesh (device 1) was divided. Adhesions of mesh were lysed. The mesh (device 1) was removed. The partial obstruction of the small bowel was densely adherent to prior mesh (device 2) below the umbilicus was taken down. Adhesions were lysed. The prior mesh (device 2) was divided and removed. The appendix was also removed. Component separation was performed. The ventral hernia was repaired with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) and an unspecified bard/davol ventrio st (device #2). As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1) and ventrio st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."